Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient received new system controllers and needed 2.0 low flow software to be installed. The software was installed on the new primary and backup controllers. This event was previously reported under manufacturer report number 2916596-2024-00847.

Manufacturer narrative:
Section d4: correction. The serial number, lot number, and expiration date are unknown. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h4: correction. The manufacturing date is unknown. Manufacturer's investigation conclusion: the reported event of the controller being exchanged was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Per the information provided by the hospital, it was unknown why the patient was given a new controller on (B)(6)2023. The patient was at a different left ventricular assist device (lvad) center at the time of the event. Multiple attempts were made to obtain additional information from the other lvad center regarding the event; however, no additional information was provided. No log files, photos, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.